Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer reported the issue when they were troubleshooting for a no delivery alarm while priming the tubing. The customer stated the air bubbles were big in size. Customer's blood glucose was 225 mg/dl. The customer stated the insulin pump was not rewound with the reservoir in place. Customer also reported the insulin was stored at room temperature. The customer stated the air bubble was purged at the end of the call. The customer declined to return the reservoir for analysis.